Event description:
Material #: 11448964. Batch#: 23019376. It was reported by customer that the operator set up a secondary infusion, connecting to a primary set that routed through an infusion pump. The primary set was equipped with the required back-check valve for a secondary infusion. The secondary set was spiked into a glass container with the drip chamber vent open. The primary line was spiked into an IV bag with the vent closed. The secondary container was positioned with the fluid level 39 cm higher than the fluid level in the primary container. A 500 ml/hr infusion was started on the infusion pump. Observing the drip chambers it was evident that the majority of flow was coming from the primary container. When the operator inspected the vent on the secondary drip chamber and gently tapped it with a hemostat, the flow switched to coming primarily through the secondary container instead of the primary container. Rcc received a complaint via email. Operator set up a secondary infusion, connecting to a primary set that routed through an infusion pump. The primary set was equipped with the required back-check valve for a secondary infusion. The secondary set was spiked into a glass container with the drip chamber vent open. The primary line was spiked into an IV bag with the vent closed. The secondary container was positioned with the fluid level 39 cm higher than the fluid level in the primary container. A 500 ml/hr infusion was started on the infusion pump. Observing the drip chambers it was evident that the majority of flow was coming from the primary container. When the operator inspected the vent on the secondary drip chamber and gently tapped it with a hemostat, the flow switched to coming primarily through the secondary container instead of the primary container.

Manufacturer narrative:
It was reported by customer the flow switched to coming primarily through the secondary container instead of the primary container. One sample was received. Visual examination was conducted on the sample and no damages or abnormalities were identified. The secondary set was then primed with water and attached to a bd primary infusion set and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour and the volume dispensed was captured in a calibrated graduated cylinder. There were no leakages, air-in-line, occlusions or signs of backflow. The customer complaint of flow issues - accuracy could not be confirmed. A root cause was not determined because the failure was not replicated. A device history record review for model 11448964, lot number 23019376 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #:11448964. Batch#:23019376. It was reported by customer that the operator set up a secondary infusion, connecting to a primary set that routed through an infusion pump. The primary set was equipped with the required back-check valve for a secondary infusion. The secondary set was spiked into a glass container with the drip chamber vent open. The primary line was spiked into an IV bag with the vent closed. The secondary container was positioned with the fluid level 39 cm higher than the fluid level in the primary container. A 500 ml/hr infusion was started on the infusion pump. Observing the drip chambers it was evident that the majority of flow was coming from the primary container. When the operator inspected the vent on the secondary drip chamber and gently tapped it with a hemostat, the flow switched to coming primarily through the secondary container instead of the primary container.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.